Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
(B)(4). Routine testing confirmed that this device was installed by the customer in may 2010 and performed to specification, alongside random manual power ons, up to the (B)(6) 2012. The device failed a self-test due to a low battery on the (B)(6) 2012 and remained in fault mode until (B)(6) 2012 when an increase in voltage suggests a further pad-pak was installed, the device passed a self-test. Multiple manual power ups of mainly ten minutes duration were observed in the device memory between the 22nd august 2012 and the last log entry on the (B)(6) 2015. The pad-pak became depleted during this time. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The self-test failure may have been due to the pad-pak not being properly seated in the device or a partially depleted pad-pak may have been installed. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.